Event description:
It was reported that the programmer displayed an error after start up and the radio frequency (rf head) is not working. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf head failed functional testing and would not interrogate using a known good programmer due to the cable being out of electrical specification. It was also noted that the label was missing the laminate.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).